Event description:
It was reported that the device did not meet the expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. The device met 97% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Model 694765, implantable tachy lead, implanted (B)(6) 2010; model 419388, implantable pacing lead, implanted (B)(6) 2010; model 407645, implantable pacing lead, implanted (B)(6) 2010. (B)(4).